Event description:
The customer reported that the battery of a device that belonged in the oncology department was not functional. A review of the device error log during investigation found n252 (depleted battery) and n56 (replace battery) alarms. The device displayed a depleted battery message upon power up with the battery icon empty. The device was connected to ac power and a message to keep device plugged into ac was displayed. The device passed testing on ac. A new battery was installed and the ¿change battery¿ soft key was pressed. The device then passed testing. The complaint was confirmed and the probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.